Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 5.4, lab: 3.7. Inratio: 5.7, lab: 3.7. Date: (B)(6) 2010, inratio: 5.4, lab: 5.7. Patient's therapeutic range: 2.5-3.5 inr.

Manufacturer narrative:
Investigation pending.